Event description:
On 08/09/2000, the surgeon informed the MFR's sales rep of the following: the locking mechanism was much too large for the catheter. It slid loosely up and down the catheter. As a result, a second device package was opened, the locking mechanism removed and was used to complete the procedure without further difficulty. The locking mechanism will be returned to the MFR. However, the remainder of the second kit was discarded by the facility. No further details were provided.